Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3080, lot# l94841, implanted: (B)(6) 2001, product type: lead. Product ID: 3031, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. (B)(4).

Event description:
It was reported that as of (B)(6) 2014, the patient had unusual neurological episodes and had been to 4 emergency rooms and two hospitals where they had done MRI, CT and eeg scans. It was reported that everything was running fine, but the patient had a lot of pain for the past 45 days in the back of their neck and on the right side of their neurostimulator which was tingling down their right arm and leg. It was stated that they had ruled out everything possible and the scans were all negative. It was noted that someone brought up the possibility that maybe it was something regarding the patient¿s stimulator. It was reported that the patient had an MRI head scan for the seizures they were having that were not related to their implanted device. It was later clarified that the patient¿s neurologist stated the patient wasn¿t having seizures and they didn¿t know what they were because every test was coming up negative. It was noted that the patient turned their stimulation off prior to the head scan on (B)(6) 2014. The patient¿s device was turned back on right after the MRI and about 30 minutes later they had something like a ¿seizure-like episode, like a neurological thing, and something short circuiting in her.¿ this was initially attributed to the dye and the MRI and the next day the stimulation was still on and it happened again. That day following after the MRI, for the first time ever, the patient started having extreme pain in their right leg like they never had before. The patient had ¿twitching and tingling and stuff¿ on the right side periodically, but never pain. The patient¿s device was on their right side and the next day when they turned the stimulation off, the pain subsided. The patient had also tried decreasing their stimulation from 1.05 volts to 0.8 volts, but they were still having pain. The patient¿s stimulation was turned off again and for the next 3 or 4 days the patient didn¿t have any problems. Then, the patient¿s device was turned back on again, on the day of this report, and 30 minutes after turning it back on again the patient had another episode, with her left arm twitching, right leg twitching, and pain in the back right side of her neck. It was stated this was the worst the patient ever had it, and had one after another after another of those episodes. The following night they went back to the hospital and turned stimulation back off again, and then the patient was doing okay. It was stated that it may be a coincidence, but the reporter wanted to know if it was possible that something could be wrong with the wiring or the implantable neurostimulator (ins) causing sporadic signals messing with her nervous system. The reporter stated that in 2010 the patient¿s ins was replaced, but they didn¿t replace the wiring. The patient¿s wiring was 18 years old at the time of report and they were wondering if the old wiring and the MRI could have aggravated it more. It was noted that the device had helped the patient they were just wondering if something may have gone wrong. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.